Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed.. Customer's blood glucose value was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer states the alarm occurred shortly after inserting a new battery. Advised that the insulin pump will need to be replaced. Advised to monitor the insulin pump and that customer nt may continue to wear the insulin pump until replacement arrives. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error noted during test.